Event description:
It was reported that this patient received an inappropriate shock while exercising and in a reclined position, which led to a decrease in signal amplitude (primary vector 1x). This resulted in an inappropriate shock due to myopotential noise from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had been programmed to primary vector since implant, with no documented episodes of previous myopotential noise or oversensing. In (B)(6) 2025 the patient underwent tv ablation. The following day, the patient was seen in the emergency room, automatic setup was performed and alternative vector has been selected as the sensing vector. 2x gain has been set in order to better discriminate myopotential noise. Furthermore, provocative maneuvers were performed and myopotential noise has been correctly discriminated with those new setting. The patient will follow up in the near future. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being submitted to update h2 ( follow-up, what type) h6 (impact codes), and h11 (additional MFR narrative). The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the report complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of over-sensing of noise resulting in an inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received an inappropriate shock while exercising and in a reclined position, which led to a decrease in signal amplitude (primary vector 1x). This resulted in an inappropriate shock due to myopotential noise from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. The device had been programmed to primary vector since implant, with no documented episodes of previous myopotential noise or oversensing. In (B)(6) 2025 the patient underwent tv ablation. The following day, the patient was seen in the emergency room, automatic setup was performed and alternative vector has been selected as the sensing vector. 2x gain has been set in order to better discriminate myopotential noise. Furthermore, provocative maneuvers were performed and myopotential noise has been correctly discriminated with those new setting. The patient will follow up in the near future. No adverse patient effects were reported. The device remains implanted.